Event description:
Morphine was administered to pt via a pca [pt controlled analgesic pump. The unit alarmed "electrical malfunction" and was removed from service. Twenty minutes after the pump was removed the pt appeared oversedated. Nurse noted that 25mg [milligram] of morphine had been infused over a 24 hours period (this is okay). Biomedical services was not notified at the time of the incident and the unit was brought to the shop and sat unplugged. The charge nurse notified biomedical services after a few days. The unit was tested and the cartridge was not inserted properly into the unit as well as one battery inserted backwards. The technician was unable to retrieve the pt push history. The unit tested fine, but was sent to baxter for further evaluation. Baxter was told about some features on the pump that can increase future problem (location of the battery to fall compartment, which causes the battery to fall out frequently as well as power adapter connection frequently coming loose).